Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. A patient posted a potential adverse event on facebook. It was stated that the patient had a simultaneous bilateral total hip arthroplasty in (B)(6) 2016. Upon discharging, the surgeon informed the patient that after he reviewed the xrays, he had made a mistake: the liner on the left hip was mal-aligned. He advised the patient to undergo revision surgery 7 days from the original surgery date. At revision- liner found to be misaligned and incongruent, but solidly fixed. Removed with minimum trauma after removing femoral head. Stem well fixed. New ceramic liner inserted with good alignment checked all around." Doi: (B)(6) 2016 - dor: 7 days after the original surgery date (left hip).